Event description:
The unit charge nurse alleged the pt was in bed initially and then was found on the floor between the bed and the door. The nurse alleged the bed exit did not alarm. The pt has a fractured hip and a laceration to the head.

Manufacturer narrative:
The technician investigated and found the bed exit system to be functioning properly.